Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique, as the patient disconnected and reconnected after the patient line had dropped on the floor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during an unspecified cycle of peritoneal dialysis therapy. The home patient had disconnected and reported dropping the line on the floor multiple times before reconnecting. The home patient completed the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.